Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's pump. The customer states every time the battery is replaced, the settings reset. The customer states received unexpected restart alarm and external ram crc error. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated the high with the pump. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.